Manufacturer narrative:
This report is for an unknown nail / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4) . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown, the patient underwent a removal procedure due to a broken trochanteric femoral nail advanced (tfna) nail. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant devices reported: unknown helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) nails-tfna. This is report 1 of 1 for (B)(4).